Manufacturer narrative:
Covidien reference number (B)(4). The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received info stating that during pt use an 840 ventilator had vertical lines across the top screen. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.